Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 37092, serial# unknown, product type: accessory.

Event description:
Information was received from a patient implanted with a neurostimulator for urinary dysfunction and gastrointestinal/pelvic floor. It was reported that the patient experienced a loss or change of therapy and had a sudden return of symptoms. The issue began two to three weeks prior to (B)(6) 2016. She had been drinking a lot of water and wasn't sure if that was related. She was scheduled to see a doctor the afternoon of (B)(6) 2016. The following day, her symptoms were still occurring and when she woke up that morning the pee flowed out. The patient confirmed that the implantable neurostimulator (ins) was on and she increased stimulation. She was also getting poor communication with the programmer when the antenna was attached and the antenna was damaged. A replacement antenna was sent to the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.